Event description:
It was reported that the device was used during an unknown procedure. The device was inoperative. Tested bad with test tip. Opened another device to complete the case. There was no consequence to patient.